Event description:
While servicing the ventilator, the distributor's service tech reported the ventilator went vent inop and alarmed due to an exhalation motor error. The device was not in use; therefore, there was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The service tech replaced the exhalation motor controller to correct the reported problem.

Manufacturer narrative:
Na